Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zimmer nexgen femoral component, catalog #unk, lot #unk. Unknown zimmer nexgen articular surface, catalog #unk, lot #unk. Multiple MDR reports are being filed for this event; please see associated report: 0001822565-2017-01710. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to pain, difficulty walking and swelling four years post implantation. Prior to revision, it was indicated that radiographs revealed the products were loose.